Event description:
Event description guidant received information that a medical person called to inquire about the longevity on this implantable cardioverter defibrillator (ICD). It is also reported that this atrial pacing lead is fractured necessitating that the device be programmed to vvi. The monitoring voltage is at 2.58 v and charge time is 14.1 sec. ,